Event description:
The hcp reported that the patient had priming bolus last week and presented to the emergency room this weekend because he was not getting any effect; specific symptoms were not reported. The pump was interrogated and was found to be stopped. The hcp was uncertain if the pump was programmed to deliver the priming bolus only, or if it was programmed to deliver the priming bolus then simple continuous mode. Drug in pump is unknown. Hcp was considering reviewing printout of infusion data from interrogation. Review of device registration system reveals that the pump was subsequently replaced after an implant duration of 79 months. A follow-up report will be sent if additional information becomes available to us.